Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances. 3,4,7 all greater than 40000. There was also intermittent stimulation reported.  An x-ray was done.  Patient¿s car was hit while driving by another vehicle unrelated to stimulator. The ins is loose/moving/migrating in the pocket. A return of pain and pain at the ins were noted. The hcp plan is to refer patient to neurosurgeon for complete system replacement. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.